Manufacturer narrative:
(B)(4). A service history review revealed no previous service events were related to the reported condition. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4).evaluation summary:the reported condition of a colleague infusion pump with a malfunction of "screen went blank" was not confirmed during product evaluation; however, the quality engineer has determined that the root cause of this condition was caused by a 500:320:654:000 failure code due to the lock button being pressed for greater than 50 seconds. No repairs are required to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility reported a colleague infusion pump with a malfunction of "screen went blank". This condition had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient/user involvement, injury or medical intervention. No additional information is available. This is involving a pump with software version 5.09.90 which is categorized as a colleague 2006.